Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance readings were obtained during a routine office visit in 2005 and the patient was programmed off in 2006. Good faith attempts to obtain additional information such as x-rays, reports of trauma, and cause for the high lead impedance results have been unsuccessful to date.